Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Since the device failed during evaluation, there was no patient involvement.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). Homechoice return instrument test/evaluation (rite) electrical testing passed. External/internal inspection was performed and passed. Temperature was within specifications. A volumetric accuracy test was performed and the device failed. An inspection of the door assembly revealed the door piston foam was deteriorated. The cause for the failed volumetric accuracy test was determined to be due to deteriorated piston. The piston foam was to be scrapped and the device was sent to service. Should additional relevant information become available, a follow up medwatch will be submitted.